Event description:
Patient was undergoing cardioversion for atrial fibrillation during an ablation procedure. The staff smelled burning after the first shock. The defibrillator pad was moved to a more efficacious location. A second shock was delivered successfully but the burning smell was once again noted. Staff looked under the defibrillator pad and saw black char on patient skin; redness and 2 small blisters noted.